Event description:
It was reported that the pt had a problem with her catheter. The medication being delivered via the device system was not reported. The pump and catheter were explanted and replaced after the catheter kinked. The reporter noted that the "distal end of catheter was ok, so 37 cm of pump segment cut off and then 89 cm added". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.